Event description:
The patient reports that the device turns on and turns off after a few seconds despite changing batteries. The patient had no adverse event or reaction resulting from this problem.

Manufacturer narrative:
The device was not returned therefore the problem statement/complaint could not be confirmed.